Event description:
Unable to bring machine into conductivity to start treatment. Conductivity type error b pump and autocalibration time out errors. Autocalibration of a and b pumps were done. Machine pulled due to inability to establish conductivity.